Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was also observed that the upper/lower cases and battery drawer were broken, the ring cover and one side bail cover were contaminated, and the ring was bent.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the upper/lower case and battery drawer were broken. The ring cover and one side bail cover were contaminated. The ring was bent.